Event description:
A healthcare worker complained of skin discoloration on the finger after reaching into the chamber to grab the vaporizer plate. The customer stated the vaporizer plate had fallen out of place. The worker did not receive medical attention and the symptoms resolved within twenty-four hours.